Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed persistent alert code 75 indicating a vibe i2c power malfunction after restart attempts, and a replacement pump was provided with return instructions; blood glucose was unaffected. Symptoms included no adverse clinical effects. Outcomes included no impact to health, no hospitalization, and continued cgm use via the dexcom app or receiver. Investigation included customer service troubleshooting and user education, device shutdown guidance, and initiation of device replacement with return for evaluation. Investigation of this device revealed an unresolved device malfunction consistent with an internal power/i2c vibration-related fault within the pump electronics. Investigation of the device engineering logs confirmed previous alert 75 notifications. The issue could not be replicated during testing. It was concluded that the cause was inconclusive due to insufficient evidence to isolate a specific component or use-related factors.